Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to corrosion.

Manufacturer narrative:
Intraoperative photographs were provided, which confirmed corrosion on the head and stem tapers. Further evaluation could not be performed as the device has been placed under quarantine. Device history record was reviewed no discrepancies relevant to the reported event were found. Root cause of the event could not be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 4 years post-implantation due to pain and elevated metal ion levels. Upon entering the joint capsule, a cream colored liquid was suctioned away, reactive tissue was excised, and corrosion was identified at the base of the femoral head. The femoral head was removed and replaced. The joint was irrigated thoroughly and the acetabular liner and femoral head were removed and replaced.